Manufacturer narrative:
Date of event: exact date unknown, event occurred end of (B)(6) 2021.

Event description:
It was reported that the patient was experiencing soreness at the ipg pocket site. The patient underwent an ipg pocket revision procedure and was doing well postoperatively. The ipg remains implanted.